Event description:
Philips received a complaint by the customer on the v60 indicating that the liquid crystal display (lcd) had a blank screen. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. No patient or user harm was reported. The customer called technical support to report that the liquid crystal display (lcd) had a blank screen. The remote service engineer (rse) advised the customer to replace the lcd, verified the serial number of the device which would have been manufactured with a second-generation lcd and provided the customer with the part identification (ID) of the replacement lcd for repair. After replacing the lcd, the customer confirmed that the issue persisted. The rse then provided the customer with the part number of the replacement user interface (ui) printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the liquid crystal display (lcd) had a blank screen. The remote service engineer (rse) advised the customer to replace the lcd, verified the serial number of the device which would have been manufactured with a second-generation lcd and provided the customer with the part identification (ID) of the replacement lcd for repair. After replacing the lcd, the customer confirmed that the issue persisted. The rse then provided the customer with the part number of the replacement user interface (ui) printed circuit board assembly (pcba). Per good faith effort (gfe) response, the biomedical engineer (bme) ultimately ordered and installed the replacement user interface (ui) printed circuit board assembly (pcba), after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.